Event description:
Lifestent was deployed in iliac artery under fluoroscopic visualization. When deployment device was pulled, it was not separable from the wire; the stent was entrapped inside the sheath. The stent had to be removed by surgical arteriotomy.